Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that during a lasik procedure on both sides, registration of the cyclorotation occurred. An assistant pressed the registration button and the device confirmed that it had registered. After the procedure, the assistant realized that the laser did not measure rotation in the registration direction. No damage to the patient was observed. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Logfile review showed that during the left eye treatment, the registration was successful, cyclotorsion was on and corrected the eye position with -2.50°. Right eye treatment on (B)(6) 2018 showed that registration was successful, cyclotorsion was on and did not require a correction of the position because no rotation of the eye was noted by the system. This is shown as "---°" in the treatment report which is equal to "0°". Thus, the device was working as intended. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).